Event description:
The customer stated the rubella calibration failed with error code 1018: calibration check failure, cal a, results too high on the axsym analyzer. The customer checked the meia lamp, calibrated the meia probe, and repeated the calibration using the master calibrators. The calibration failed again with another error code, error 1010: calibration failure, m-cal 2 deviation too large. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.